Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead triggered a warning for high impedance and a polarity switch occurred. In addition, the lead was oversensing noise and a fracture was suspected. Reprogramming was done and a subsequently the lead was capped and replaced. No patient complications have been reported as a result of this event.